Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac responded to the good faith effort request via email on 11-oct-2024 regarding the following questions. Q1. It seems that you can't control the curved part. Is it angle stack? Or is the wire broken? A:the wire broken. Q2. How did it affect the patient's treatment? Please tell me specifically. A: the wire broken, had to change another endoscope to use, prolonged the examination time. Q3. Did you complete the endoscopy with an alternative endoscope? A: yes. Q4. Was there any harm to the patient? A: no. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2024, during treatment, the knob was unable to control the angle of direction, affecting the patient's treatment, and the department immediately stopped using it, contacted an engineer to repair it, and reported it to equipment section department. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI) # h4: device manufacture date. Evaluation summary based on the investigation, a potential root cause of this failure is worn out of angle wire due to repeated angulation. Worn out of angle wire caused angulation failure. Pentaxmedical shanghai repaired this endoscope. The pentax engineer visited the hospital and checked endoscope, then retrained the users on reprocessing and operation process. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 30-nov-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 10-dec-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.